Event description:
User facility reported a possible bowel burn after a successful novasure endometrial ablation was performed. F/u with the physician on (B)(6) 2010, revealed that the novasure endometrial ablation procedure occurred on (B)(6) 2009. On (B)(6) 2009, the pt was admitted to the hosp complaining of pelvic pain. A laparoscopy was performed which indicated a bowel burn and uterine burn (right corneal area). Also noted was a bowel perforation that was less than a half centimeter in length. The uterus was "debrided and oversewn." The pt was given antibiotics and discharged on (B)(6) 2009. The physician reported the pt was seen on f/u approx (B)(6) weeks after discharge and was reported to be "doing fine."

Manufacturer narrative:
Lot and serial number not provided by the complainant; therefore, the exp date of the disposable novasure device is not known. Serial number not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure sys can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. We have been unable to obtain add'l info surrounding this event. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B)(4).